Event description:
The pt's sister reported that the pt was hospitalized and was in a diabetic coma for 24 hours. The sister reported that the pt's physician stated the infusion device "works well" and the issue is due to other diseases the pt has. No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.